Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 1 defect sample was returned. Bd(B)(4) confirmed that the needle hub and needle shied were missing. Customer returned photos of a 1/2cc syringe. Customer states that when the shield was removed, the hub detached. The attached photos were examined and exhibited the hub separated from the barrel. No damage to the barrel was observed. Unable to perform DHR check due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub detached from the bd ultra-fine¿ insulin syringe upon removing the shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removed the shield, the needle hub was detached too."